Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v071374, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that the device was removed secondary to an infection. The patient was implanted for urinary dysfunction.